Event description:
It was reported that, "painful left knee replacement. Radiolucency under baseplate on lateral side."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.